Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had smoke coming from the top end, excessive noise, heat and vibration due to a broken drive shaft; thus, unable to complete pretest. It was determined that this was indicative of applying extreme force while in use. The assignable root cause was determined to be due to component damage caused by misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trigger on the motor device was not working. During in-house engineering evaluation, it was observed that the device had smoke coming from the top end, excessive noise, heat and vibration due to a broken drive shaft; thus, unable to perform completion of the pretest. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.